Event description:
Procedure performed: cholecistectomy. Event description: before starting surgery, the nurses always check that the applicator is working properly by firing the first clip on the table. In this case, they activated the applicator, but the clips were jammed and wouldn't release. It has not been used on the patient because the nurse checked it before use and the clips got stuck. I replaced the applicator with a new one, which worked correctly. They weren't using the applicator, as they test it on the table before each procedure to ensure it works correctly, since the applicators often fail. Additional information received from applied medical representative via email on 24feb2026: no clip loaded into the jaws. They didn't use trocars; they check it first on the nurse's table. The incident initially observed when the first clip was loaded. It occurred again. According to my conversations with the surgeons and operating room staff, the most common problem with the clip applicator is that they try to trigger it and it gets stuck, as if the clips have run out. They try again and manage to trigger it, but no clips come out. Then they trigger it again and two clips fall out, but they don't position themselves in the jaw. In these cases, they also mentioned that the clips were shot out. No clip was properly seated. It was never inserted through the trocar; in this hospital they always check it on the operating table to ensure it's working correctly before using it on the patient. When it didn't get stuck, they managed to pull the trigger until it touched plastic to plastic. No loaded clip manually removed from the jaws. Some fell on their own, and others were launched into the air. Sometimes it was difficult to operate, and sometimes it worked normally. Each and every incident is reported. Additional information received from applied medical representative via email on 24feb2026: the photos most similar to what is happening to them are [photo] a and [photo] b. [Applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced.] Intervention: it was replaced the applicator with a new one, which worked correctly. Patient status: na.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.